Event description:
It was reported by service report that the fowler drifts down when at about 20 degrees. It is not known if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: fowler clutch.